Manufacturer narrative:
(B)(4). Medical product - persona ps standard cemented femoral left size 9, catalog #: 42500606601, lot #: 62681334. Persona natural tibia cemented 5 degree stemmed left size e, catalog #: 42532007101, lot #: 62694311. Persona all poly patella cemented 35 mm, catalog #: 42540000035, lot #: 62456129. Palacos r 1x40 single catalog# 00111214001 lot# 77584367. Palacos r 1x40 single catalog# 00111214001 lot# 77274365. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2017- 02131, 0002648920-2017-00221.

Event description:
It was reported that following a left total knee arthroplasty, the patient underwent a revision procedure due to pain and limited mobility of the joint. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: persona ps standard cemented femoral left size 9, catalog #: 42500606601, lot #: 62681134; persona natural tibia cemented 5 degree stemmed left size e, catalog #: 42532007101, lot #: 62694311; persona ps articular surface fixed bearing left 10 mm height, catalog #: 42511400710, lot #: 62491971; persona all poly patella cemented 35 mm, catalog #: 42540000035, lot #: 62456129; palacos r 1x40 single catalog# 00111214001 lot# 77584367; palacos r 1x40 single catalog# 00111214001 lot# 77274365. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2017 - 00221, 0002648920-2017-00222, 3007963827-2017-00260. Reported event was unable to be confirmed due to limited information received from the customer. The revision and initial operative notes were provided for further evaluation. The initial operation was indicated for tricompartmental arthritis with a varus deformity, flexion contracture, and lateral subluxation and track of patellofemoral joint. A guide was used for the patellar cut. The femoral cut was made using the cutting guide at a 3 degree angular alignment. The tibia was resected using a cut guide using a perpendicular cut. The final components were cemented into place and were judged to be stable through a full range of motion. The revision procedure was indicated for loss of motion and pain. It was also pointed out that the imaging found that the tibial implant was grossly loose. However, while evaluating the knee the tibial component was noted to being well fixed. The femoral component was also noted to being well fixed as was the patellar component. The tibial plate, femoral, and tibial bearing were removed with the patella being retained. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.